Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the defibrillator was unable to detect the attached pads/paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and multiple 30j tests and automatic readiness tests without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the user had the device in an incorrect setting for the type of pads being used for the automatic readiness test. The configuration is set for one step complete pads. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.